Event description:
On (B)(6) 2011, I underwent a total hip replacement of my right hip, since the surgery I have had continued pain in the right hip, this has continued for (B)(6) months when walking and just did not feel right. When walking it felt unstable and painful. The parts used were depuy s-rom femoral stem 18x13, 36 standard, +8 lateral neck, 36 mm, +3. Pinnacle sector 2 acetabular shell, 52 mm diameter with two 6.5 mm cancellous bone screws, altrex polyethylene liner, 36 mm internal diameter neutral +4. Went back to surgeon 4 times with pain in hip. Each time was given different reasons for pain, no further investigation was performed by surgeon. I then went to another surgeon, after investigation and tests it was found the pinnacle cup was loose along with other components. I underwent total hip revision surgery on (B)(6) 2012, (B)(6) months after first surgery. I have since found there have been hundreds of causes with the pinnacle cup failure. Why is the pinnacle cup still being allowed to be used. This has caused me severe pain, lost work time, and going through the whole hip revision surgery process again. I am going through therapy again.